Event description:
It has been reported that a 50-year-old man collapsed in a shopping mall. A nurse identified the victim and performed CPR. The security guard took out the g3 automatic AED and placed the pads on the patient. No shock was advised, and needed to perform CPR. No shock was advised again. Ambulance arrived and used their fr2+, "shock advised".

Manufacturer narrative:
Cardiac science's review of the rescue file indicated that the device correctly identified the patient's vf rhythm as shockable rhythm and advised shocks. However an artifact signal interrupted the shock sequence resulting in no delivery of any shock. The device tried to reanalyze the rhythm twice as designed. In every attempt, the device prompted the user to stop patient motion, possibly due to user's failure to stop CPR during the shock delivery session. During the next CPR sessions, the recorded signal indicated that the electrodes had a poor contact with patient skin. The device prompted the user to check electrode. Therefore, one other possible source of the artifact may be the poor contact between the electrodes and the patient's skin. The device used in this rescue was also returned to cardiac science and examined by engineers who were unable to duplicate the issue. The device performed as designed.